Manufacturer narrative:
This report is submitted on july 16, 2021.

Manufacturer narrative:
This report is submitted on may 31, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to medical reason (eardrum perforation). It was also reported that the electrode array extruded into the external auditory canal. The patient was re-implanted with a new cochlear device during the same surgery.